Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. The previous ultrex ipp was removed and replaced with a new ipp. No information about the patient's outcome was provided. Additional information received. The old ipp was replaced because it would not inflate due to it had a hole in right cylinder.